Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zlb00 intraocular lens (iol), a patient experienced unexpected postop refraction, negative 1 diopter deviated. The iol was explanted. Reportedly, it is unknown if the iol was defective. Patient is happy after the second surgery. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification, and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, the reported complaint was not confirmed and there was no indication of a product deficiency. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2016. Implanted: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.